Event description:
It was reported that approximately 33 months post implant of a bifurcated device and a suprarenal aortic extension, the patient developed a suspected type of endoleak. The physician decided to correct the endoleak with two additional proximal extensions to re-line the previously placed graft. The true location of leak is not determined, but the physician was suspected that the leak was present and required re-intervention. Patient is in good condition.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the clinical assessment, the reported unknown endoleak was confirmed. The following possible contributing factors were seen: the stent cuff size was two sizes larger than the main body; possible hyper-dilation of the cuff and the superior stent margin of the bifurcated graft; and thick mural thrombus within the cuff with partial occlusion of the main body. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.